Manufacturer narrative:
Additional info has been requested by the manufacturer. A follow-up report will be submitted in the future.

Event description:
The customer reported that the stretcher's pistons and pedals were damaged.